Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log after testing failed on the device. The device's active exhalation control module will need to be replaced to address the issue. Additional findings not related to the malfunction/issue were the system board, fio2 cable, and three-way solenoid being replaced on the device, but testing failed each time after these parts were replaced.